Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #27 was removed as it's threads were damaged as well as the screw's. Implant is not salvageable due to stripped prosth screw and stripped internal connection.